Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, it was found that the novel right ventricular lead had dislodged upon slitting the catheter. The procedure was completed using an alternate lead on (B)(6)2022. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis with its helix extended and within product specification. Final analysis did not find any anomalies with the exception of procedural damage.